Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt called back in and reported that they did not felt any relief from the stimulation. The patient stated that they started on group a and they increased the intensity and they got no relief. Patient said that they went to group b and got the same thing, they could feel the stimulation, but they were still not feeling relief. Patient stated that when they "sat" in a chair they get the regular sensation, very mild, and if when they raised their arm straight up it was a very strong sensation. Patient noted that if the they lie down or walk it was just a regular sensation. The issue was not resolved through troubleshooting. The caller was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported that they are not feeling the stimulation or relief since this morning. Patient stated that they spoke with a representative earlier this week who told them to increase the stimulation on each group by 2.0ma each day until they feel a relief. Agent reviewed stimulation expectations with the patient. Patient noted that they feel the tingling sensation on group a program 2, but it's only half the time. Patient mentioned that their pain is still at least an 8 on their pain level. The patient was redirected to their healthcare provider to further address the issue.